Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. Evaluation summary: the reported condition of a colleague infusion pump with failure code 703 could not be confirmed nor duplicated during service. However, quality engineering discovered related failure code 703:xx in the pump's event history. The related condition was caused by a defective pumphead module. The pumphead module was replaced to correct the related condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 703. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered failure code 703:xx and found this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.